Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels decreased to 14 mg/dl while wearing the pod on the hip/buttocks for between 24 and 36 hours. The patient loss consciousness and the ambulance was called. Emergency services administered a glucose injection for treatment.